Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to low blood glucose (bg) levels. A bg value was not provided. Additional information was not provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.